Manufacturer narrative:
Results code- product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned the blood on the balloon. There was crystalized contrast on the shaft and contrast in the inflation lumen. The stent implant had dislodged and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were three bends in the hypotube 18.5 cm, 24.4 cm and 69 cm distal to the stain relief tubing. There was no other damage noted to the sds. The protective sheath and stylet were not returned. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product noted blood visible on the balloon, which is consistent with the reported info the sds was advanced into the pt anatomy. There was crystallized contrast on the shaft and in the inflation lumen, which is consistent with preparation of the product. The stent was dislodged from the balloon and not returned, confirming the reported dislodgement. The balloon was tightly folded with crimp marks visible between the markers, suggesting the stent was properly positioned at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with a lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter, additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the dislodged stent may have aided the evaluation and determination of cause. In this case, it is possible an interaction with the lesion/anatomy during the attempt to cross the severely calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent, and subsequently dislodging. The reported removal of foreign body is related to the retrieval of the dislodged stent. Analysis noted three bends in the hypotube. Since this damage was not reported in the incident info, the bends may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with the product lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during the procedure, the stent was dislodged from the delivery system. There is no info about how it was retrieved and where the pt's lesion was when this issue occurred. The physician said this was not caused from our product, but the pt's severe coalification and procedural event. Another promus was used to treat the target lesion. No additional info is available. You are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.